Manufacturer narrative:
The initial MDR was submitted without a 510k number. The 510k of this device is k030573.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown medical device lot: unknown. Initial reporter phone #: (B)(6). Device manufacture date: unknown. Results: four photographs were returned to confirm the customer's complaint. A sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a bd vacutainer® push button blood collection set pre-attached holder 23g needle had blood leakage at venipuncture and at the sleeve during blood collection. No serious injury or medical intervention was reported.